Event description:
The sterile pouch was reported by the staff member as "thin and flimsy" - package tore and could have caused a compromised sterile field. A new package was opened and used to complete the case.